Event description:
The lens was implanted when the doctor realized the haptic was bent. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00342 for the delivery device used with this intraocular lens.